Event description:
It was reported that the patient had ventricular tachycardia (vt) on(B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was asymptomatic. The patient was treated with an implantable cardioverter defibrillator (ICD) shock and amiodarone bolus. The arrhythmia was not sustained and did not result in clinical compromise. It was unclear if the arrhythmia was thought to be device related, however it was noted that the patient had a history of arrhythmia prior to lvad implant. The ICD was implanted prior to left ventricular assist device (lvad) implant. The arrhythmia resolved and the patient was alive and discharged.